Manufacturer narrative:
This report is being submitted as follow up no. 1. This report has been deemed not FDA reportable based off no anomaly found on the actual sample.

Manufacturer narrative:
D4: UDI -unknown due to unknown lot number d6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record or product release decision control sheets. With the involved lot number unknown, the complaint file was reviewed back to the past two years for the involved product code. No report of the similar nature (a leak at a port) was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the port on the capiox hemoconcentrator leaked during prime. The product was changed out. There was no patient involvement. The surgery was completed successfully.